Manufacturer narrative:
The device has not yet been received at baxter eval. Should the device be received, a follow-up report will be submitted with the results of eval.

Event description:
The facility representative reported to largo customer service a pump with a error code 30, which caused the pump to become inoperable during pt use. No pt injury or medical intervention was reported. No additional info is available.